Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged battery life issue was verified in the black box but not duplicated in the evaluation. Review of black box data found the current date range did not cover the complaint date due to continued customer use. Low battery and replace battery warnings were found in the available date range along with evidences of partially discharged batteries being installed. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. Electrical current draws were within specifications. A rewind/load/prime sequence was executed without incidences. Pump casing was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the reported battery life issue, the battery compartment was found to have cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.